Manufacturer narrative:
While attaching the hip array the inside screw broke case type: tha. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 50 devices were manufactured under lot 19460616 and accepted into final stock on 11/07/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, l/n 19460616 shows one additional complaints related to the failure in this investigation. Conclusions: the event was not confirmed.

Event description:
While attaching the hip array the inside screw broke. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While attaching the hip array the inside screw broke. Case type: tha.